Manufacturer narrative:
Concomitant medical products: product ID: m943899a, serial# unknown, product type: accessory. Product ID: 97755, serial# (B)(4), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) could not charge the newer implant for their lower back, pt will get the message will say cannot find device (patient service (ps) understood no device found) for the last 3 days. Pt noted the implant could not charge and they have to put duct tape on the recharger antenna so the antenna would not move, pt had not used their recharging belt in over 9 months (no allegations were made against the equipment). Pt noted they had their recharger on their body for 2 days and it would say 80 and needs attention, also can't find device. Pt had reset their controller but that did not resolve the issue. During the call, the pt noted they got the message battery low replace the controller battery soon message; pt also had the controller plugged into the ac power supply and got can't find device, pt verified the implant battery was completely depleted. Pt noted they had these implant for a long time and when they work they were incredible but when not working it was a nightmare. An email was sent to the repair department to replace the recharger (rtm). Pt noted they had their other implant for 3 years, pt noted they had their implant in their neck since 2013 and the one in their lower lumbar since 2014 or 2015. Additional information was received from the patient. The patient reported the belt does not stay in place and the only way to get recharger to work is to duct tape the belt and recharger to the body. Ps confirmed there is no damage on the belt. An email was sent to repair to replace the belt. The patient also reported they were seeing their hcp soon to remove the ins because the ins healed in a way that is not maintaining contact necessary to charge the ins. Patient stated he met with a rep for adjustment and received a new controller before the adjustment or after. Patient stated it has been noted that the ins is not charging properly prior to january 2022. Patient stated documentation says its takes 2hrs to charge the ins but they are needing to have the recharger over the ins for 8hrs to charge the ins and the patient knows it's not taking 2hrs. Patient stated the therapy has been taking away 70% of their pain. Additional information was received from a manufacturer representative (rep). The rep met with the patient and when they put the charger over the battery they were able to get a connection. The rep said the patient has learned how to place the charger over the battery in a way that will facilitate charging, however the patient feels the battery has moved in the pocket and that is why they were sometimes having trouble with a connection. The noted the patient is not scheduled for an explant.